Event description:
An altitude alarm was declared on the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the incident by replacing the cartridge and received guidance from technical support on preventing future altitude alarms, after which pump resumed normal operation.